Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that 2 months after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, the patient presented bone type ii.

Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that 2 months after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, the patient presented bone type ii.